Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was used for treatment. During the procedure, the lesion was predilated with a 2.0 and 2.5 nc balloon and then took the wolverine device. However, upon first inflation, it was noted that the balloon ruptured at 6 or 7atm within 3 seconds. The device was removed completely from the patient. The procedure was completed with an alternative method. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6) hospital.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. Visual and tactile inspection revealed no issues or damages to the hypotube and extrusion. Microscopic analysis noted a pinhole in the balloon, 1mm proximal from the distal markerband. During leakage testing, an attempt was made to inflate the balloon however it was not possible to maintain pressure as inflation liquid was seen leaking from the pinhole.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was used for treatment. During the procedure, the lesion was predilated with a 2.0 and 2.5 nc balloon and then took the wolverine device. However, upon first inflation, it was noted that the balloon ruptured at 6 or 7atm within 3 seconds. The device was removed completely from the patient. The procedure was completed with an alternative method. No patient complications were reported.